Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that their lead was pulled loose after slipped off of a shower stool. The device was very painful and it felt like a piece of metal was digging into their skin. They were confident the lead was loose. They also reported that they couldn't walk. The patient was going to try and get a manufacturing representative to come and check their device.

Manufacturer narrative:
B2: couldn't walk continuation of d10: product ID 978b128 lot# va2pdll serial# implanted: (B)(6) 2023 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.